Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 19dec2024 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2024-00079 since there is more than 1 device implicated. This is a downgrade report that no longer meets the criteria for expedited reporting. Evaluation summary: a male patient reported that his humapen ergo ii "the injection button could be pressed, the black screw did not work, it could not eject medicine". Additionally, the "injection pen was found to have no clicking sound when the injection button was pressed till the end, there was no resistance force, however the patient kept using it, until later, the dosage ejected become lessen after the injection button was pressed down". The patient "suspected that the dosage injected was insufficient". The patient experienced increased blood glucose. Troubleshooting was performed with guidance from a trained professional; however, the device did not become functional. The investigation of the returned device (batch 1806d01, manufactured june 2018) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 60-year-old (at the time of the initial report) (B)(6) male patient. Medical history included being allergic to sulfa and her mother had diabetes. Concomitant medication included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50), via a cartridge via humapen ergo ii pen, 18 units in the morning, 6 units in the noon and 14 units in the evening, subcutaneously, since 2016 for the treatment of type two diabetes mellitus. Sometime, while on insulin lispro 50/50 treatment, he wanted to adjust his blood glucose and the dose of his insulin lispro 50/50, hence was hospitalized. He was having intravenous injection to nourishing brain cells now. After hospitalization, the dose of insulin lispro 50/50 was adjusted to 24 units in the morning and 14 units at night. As of (B)(6)2017, the blood glucose was stable but was not discharged from hospital. Also, as of (B)(6) 2017, he was 142 jin (1 jin equals 500g, 71 kg) and much thinner, more than 150 jin (75 kg) in the past, he lost 10 jin (5 kg) within two years. On an unknown date, while on insulin lispro protamine suspension 50%/insulin lispro 50% treatment, his blood glucose was high (the specific occurrence time, the specific time of hospitalization, and the time of discharged were all unclear) and due to this, he was hospitalized on an unknown date in 2023. He would have drug resistance (pc number-unknown, batch number- d650456a) after using one kind of insulin for long term. He was instructed to adjust the using dosage of the insulin gradually according to the doctor advice, with two to three units of insulin slowly increased. At that time, he also had hypoglycemia. His second injection pen had malfunctioned earlier (pc number- (B)(4), batch number-unknown), but it was continued to be used by him (improper use), at a later stage, when the injection button was pressed, there was very little dose came out, and it was suspected that the injection dosage was not sufficient (accidental underdose) (pc number- (B)(4) and batch number- 1806d01). Information regarding corrective treatment was not provided. Outcome of event blood glucose abnormal was recovered and outcome of event weight decreased was not recovered while outcome of remaining events was unknown. Insulin lispro protamine suspension 50%/insulin lispro 50% was stopped on (B)(6) 2024 due to an unknown reason and it was unknown whether it was restarted or not. Patient was the operator of the humapen ergo ii pens and his training status was not provided. The humapen ergo ii pens general model duration of use and suspect humapen ergo ii pens duration of use was not provided. The action taken with the suspects humapen ergo ii pens was not provided. Humapen ergo ii pen (unknown lot number) was not returned while humapen ergo ii pen (lot number 1806d01) was returned to manufacturer. The reporting consumer did not provide relatedness of event accidental underdose, did not know relatedness of events blood glucose increased, insulin resistance and hypoglycemia while related remaining events with insulin lispro protamine suspension 50%/insulin lispro 50%. The reporting consumer did not provide relatedness of events blood glucose abnormal and weight decreased with first humapen ergo ii while did not provide relatedness of remaining events with second humapen ergo ii. This case was cross-referenced with the following case, (B)(4), same patient. Update 19-nov-2024: additional information was received from initial reporting consumer via psp on 15-nov-2024. Added one serious event of blood glucose increased, three non-serious events of insulin resistance, hypoglycemia, accidental underdose, four dosage regimens with different dosages and lot number, two suspect humapen ergo ii devices and one concomitant medication. Updated the case with new information. Edit 13dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 19dec2024: additional information received on 16dec2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii devices associated with product complaint numbers (B)(4). Updated improper use from no to yes for the suspect humapen ergo ii device associated with product complaint number (B)(4). Updated malfunction from unknown to no, added date of manufacture for the suspect humapen ergo ii device associated with product complaint number (B)(4). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is complete, as necessary. This report is associated with 1819470-2024-00079 since there is more than 1 device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 60-year-old (at the time of the initial report) asian (han nationality) male patient. Medical history included being allergic to sulfa and her mother had diabetes. Concomitant medication included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50), via a cartridge via humapen ergo ii pen, 18 units in the morning, 6 units in the noon and 14 units in the evening, subcutaneously, since 2016 for the treatment of type two diabetes mellitus. Sometime, while on insulin lispro 50/50 treatment, he wanted to adjust his blood glucose and the dose of his insulin lispro 50/50, hence was hospitalized. He was having intravenous injection to nourishing brain cells now. After hospitalization, the dose of insulin lispro 50/50 was adjusted to 24 units in the morning and 14 units at night. As of on (B)(6) 2017, the blood glucose was stable but was not discharged from hospital. Also, as of on (B)(6) 2017, he was 142 jin (1 jin equals 500g, 71 kg) and much thinner, more than 150 jin (75 kg) in the past, he lost 10 jin (5 kg) within two years. On an unknown date, while on insulin lispro protamine suspension 50%/insulin lispro 50% treatment, his blood glucose was high (the specific occurrence time, the specific time of hospitalization, and the time of discharged were all unclear) and due to this, he was hospitalized on an unknown date in 2023. He would have drug resistance (pc number-unknown, batch number: d650456a) after using one kind of insulin for long term. He was instructed to adjust the using dosage of the insulin gradually according to the doctor advice, with two to three units of insulin slowly increased. At that time, he also had hypoglycemia. His second injection pen had malfunctioned earlier (pc number: (B)(4), batch number-unknown), but it was continued to be used by him, at a later stage, when the injection button was pressed, there was very little dose came out, and it was suspected that the injection dosage was not sufficient (accidental underdose) (pc number: (B)(4) and batch number: 1806d01). Information regarding corrective treatment was not provided. Outcome of event blood glucose abnormal was recovered and outcome of event weight decreased was not recovered while outcome of remaining events was unknown. Insulin lispro protamine suspension 50%/insulin lispro 50% was stopped on (B)(6) 2024 due to an unknown reason and it was unknown whether it was restarted or not. Patient was the operator of the humapen ergo ii pens and his training status was not provided. The humapen ergo ii pens general model duration of use and suspect humapen ergo ii pens duration of use was not provided. The action taken with the suspects humapen ergo ii pens was not provided and their return status was not expected. The reporting consumer did not provide relatedness of event accidental underdose, did not know relatedness of events blood glucose increased, insulin resistance and hypoglycemia while related remaining events with insulin lispro protamine suspension 50%/insulin lispro 50%. The reporting consumer did not provide relatedness of events blood glucose abnormal and weight decreased with first humapen ergo ii while did not provide relatedness of remaining events with second humapen ergo ii. This case was cross-referenced with the following case, (B)(4), same patient. Update 19-nov-2024: additional information was received from initial reporting consumer via psp on (B)(6) 2024. Added one serious event of blood glucose increased, three non-serious events of insulin resistance, hypoglycemia, accidental underdose, four dosage regimens with different dosages and lot number, two suspect humapen ergo ii devices and one concomitant medication. Updated the case with new information. Edit 13dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.